Event description:
During the atrial fibrillation procedure, an air leak occurred. It was noted that air was aspirated and could not flush. The introducer was replaced to a different lot number and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.